Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during drain 2 he woke up and found fluid had leaked from around his catheter and the set. He found that the set had become disconnected from his catheter. He was assisted with setting up a new treatment and was advised to contact his nurse. During follow up the patient reported he had contacted his nurse and was prescribed prophylactic antibiotic (unknown). He did not have an adverse event associated with the leak. He reported that he may not have tightened the connection enough during setup but could not confirm. The set was discarded.